Event description:
Top of upper clamp broke with pt getting hit in the head with cap. Top bar reversed from centered position with bar at head of bed.

Manufacturer narrative:
Zimmer followed up with account on 9/29/08. Device was being retained at the hosp. The hosp will not release the device for evaluation.